Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This event occurred in (B)(6).

Event description:
Allegedly, patient was revised due to liner broke around the rim. Remaining liner fragment would not release from shell so shell was also ex-planted and revised.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot .